Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) about unknown patients. It was stated by the hcp that patients' pump battery would "die way faster" if they use their personal therapy managers. No additional information was provided. No further complications were anticipated/reported.